Manufacturer narrative:
Evaluation summary: engineering analysis could not be done with available information. Evaluation codes: no product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.

Event description:
It is reported by patient's counsel that the patient underwent left hip arthroplasty in 2003. Post operatively, the patient experienced pain. Revision was performed in 2004, and it was noted that the liner did not appear to have been fully engaged in the locking mechanism.